Event description:
It was reported to manufacturer by the physician's assistant that the (B)(6) hand held's battery was swollen and no longer held a charge. The physician assistant noted that the hand held is stored in a bag, plugged in and on a desk in the office. Good faith attempts to obtain the hand held in question for analysis have been made, but the device has not been returned to date.